Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not spinning. The issue was identified by a site who noted the malfunction. Troubleshooting steps included performing calibrations on the system and testing both 3d and 2d spin functionalities using a handswitch and footswitch. Following these interventions, the system was found to be functioning as intended, and no further system checkout was required. There was no patient involved.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, checked generator error logs. Multiple error 164 on date of failure to spin. Checked voltages for power supply and dual speed starter board. Voltages for power supply and starter board in need of adjustment. Adjusted power supply and rebooted system. Voltages stable for starter board test points and power supply. Completed system checkout. No new errors. System was fully functional. B01,c02,d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not spinning. The issue was identified by a site who noted the malfunction. There was no patient present. Additional information received, performing calibrations on the system and testing both 3d and 2d spin functionalities using a hand switch and footswitch. Following these interventions, the system was found to be functioning as intended.